Event description:
Advanced bionics was notified that the pt's device was explanted due to a head trauma that occurred in the location of the implant. The trauma caused swelling which was temporarily resolved, but then came back. Due to the swelling, a decision was made to explant the pt's device. The pt's device was explanted and the pt was reimplanted with another advanced bionics' cochlear implant.